Manufacturer narrative:
The device is not available for investigation (despite several requests). The device's serial number is unknown, so no traceability analysis can be performed. The root casue cannot be identified.

Event description:
Icp catheter for monitoring intracranial pressure becomes defective a few days after its placement (8 days). The catheter has been explanted.

Event description:
Icp catheter for monitoring intracranial pressure becomes defective a few days after its placement (8 days). The catheter has been explanted.